Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error logs and rebooting. Communication was reestablished.

Event description:
Customer reported the panorama central station had lost communication, which may have affected telemetry monitoring. No patient injury was reported.